Event description:
It was reported the patient¿s implantable neurostimulator (ins) was found to be switched off during a periodic check-up. The patient had reportedly ¿experienced health damage with the re-emergence of their symptoms as a result from the power supply failure.¿ it was stated the event presented a mild health hazard to the patient. There was reportedly ¿a possibility that the neurostimulator could be unintentionally switched off by a patient when he or she touched the remote controller switch.¿ it was noted that ¿it was unknown whether or not the event was a defect of the device.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).